Event description:
It was reported that a patient underwent an afib -paroxysmal procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc product analysis lab observed a hole in the shaft. Initially it was reported that there was no temperature. During the procedure, there was no temperature displayed on the carto or generator. A second device was used to complete the procedure. There was no patient consequence reported. The no temperature issue was assessed as not MDR reportable. The ablation cannot be performed since there is no radio frequency energy applied. The most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 02-dec-2022, the device revealed a hole in the shaft of the device possibly performed by an object that pierced one side of the shaft to the other. Multiple attempts have been made to obtain clarification to the returned condition of the hole in the shaft. However, no further information has been made available. The hole in the shaft was assessed as MDR reportable. The awareness date for this reportable lab finding was 02-dec-2022.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 20-oct-2022. The device evaluation was completed on 02-dec-2022. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality and cool flow pump tests of the returned device were following bwi procedures. Visual analysis of the returned device revealed a hole in the shaft of the device possibly performed by an object that pierced one side of the shaft to the other. A magnetic sensor functionality test was performed and a current leakage was observed on carto 3 system. Due to this condition, a temperature and impedance test could not be performed. A cool flow pump test was performed and water leakage from the shaft and handle areas were observed due to the hole previously detected. It was concluded that the damage detected on the shaft of the device is related to the water leakage issue and for this reason the temperature feature was unable to be analyzed. Based on the information available, the condition observed on the shaft of the device occurred outside the bwi manufacturing facilities, as no non-conformances were found during the manufacturing record evaluation performed for this device¿s lot number and no damage was reported on the device by the customer, the time of occurrence of the perforation condition on the shaft of the device could not be conclusively determined as there is not enough available information to do so. Nevertheless, the issue described by the customer could not be replicated due to inability to analyze the temperature feature. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). The product investigation was reopened to clarify/correct the investigation findings which resulted in the following changes/corrections. The product investigation was reclosed on 13-jan-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection, magnetic sensor functionality and cool flow pump tests of the returned device were following bwi procedures. Visual analysis of the returned device revealed a hole in the shaft of the device possibly performed by an object that pierced one side of the shaft to the other. A magnetic sensor functionality test was performed and a current leakage was observed on carto 3 system. Due to this condition, a temperature and impedance test could not be performed; however, the connector pcb (printed circuit board) was inspected, and no issues were observed. A cool flow pump test was performed, and water leakage from the shaft and handle areas was observed due to the hole previously detected. It was concluded that the damage detected on the shaft of the device is related to the water leakage issue. Based on the information available the condition observed on the shaft of the device occurred outside the bwi manufacturing facilities, as no non-conformances were found during the manufacturing record evaluation performed for this device¿s lot number and no damage was reported on the device by the customer, the time of occurrence of the perforation condition on the shaft of the device could not be conclusively determined as there is not enough available information to do so. Nevertheless, the issue described by the customer could not be replicated due to no issues were observed on the connector pcb (printed circuit board). A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: if the radiofrequency (rf) generator does not display temperature, verify that the appropriate cable is plugged into the rf generator. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿no temperature¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster inc. Analysis finding of the ¿broken shaft¿. -investigation findings: operational problem identified (c13)/ investigation conclusions cause not established (d15) / component code: hose (g04069) were selected as related to the biosense webster inc. Analysis finding of the ¿occ - irrig tubing damaged at shaft¿.